Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
Case went great for the exception of having to use 3 handpieces to complete two elbows. First handpiece was deemed faulty by the doctor because it wasn't priming correctly and an error message about the vacuum kept popping up. Second one worked well for first elbow but in the procedure of using the second handpiece for the second elbow the "check handpiece" message came on.